Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia while awaiting and performing an infusion set and cartridge change for a steel 6 mm contact/detach infusion set, after which therapy was resumed following guided troubleshooting and education. Symptoms included elevated blood glucose up to 350 mg/dl for approximately 2¿3 hours with device alerts for prolonged hyperglycemia and no ketone testing, backup therapy, medical intervention, or acute complications reported. Outcomes included self-management at home with monitoring and subsequent regulation of glucose. Investigation included remote troubleshooting, guided replacement of the infusion set and cartridge, pump rewind and cartridge insertion, connector and tubing replacement, fill tubing, infusion set application, and fill cannula. Investigation of this case revealed that the hyperglycemia occurred during an infusion set and cartridge change with unclear contributory device factors and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.